Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the unit onsite and confirmed the issue. The x-stage cover was pinched because the unit was driven into a stationary object, causing downward gantry to force into the x-stage cover. This jammed the motion track and prevented the x-stage movement and resulted in the gantry losing its home position. The x-stage cover was removed with the side covers and re-positioned back into the correct place on track for proper gantry movement. The system was re-homed and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service no parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the gantry on the imaging system was jammed. It was reported that the account rammed the imaging system into something which forced the gantry to jam up and prompted the user to perform a motion calibration. The representative re-positioned the x stage cover and side covers, while also re-homing the system. There was no patient present when this issue was observed.

Manufacturer narrative:
Correction: UDI and manufacture date updated to proper value.